Manufacturer narrative:
During testing at the service center, a charred capacitor was noted inside the device. The probable case was use of a broken ac power adapter. The customer reported malfunction was duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of device will not turn on with ac or dc power. This is not a reportable malfunction; however, during verification testing at the service center, a charred component was noted inside the device.